Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va0c3kz, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported the patient had a stimulator but it was removed because it was causing them pain. It was noted the patient¿s pain started in (B)(6) 2014 and their implant was removed the day prior to report and they had a trial stimulator placed the same day. It was later reported the patient¿s device was working good then it was taken out due to shocking which made them cry due to the pain. It was noted this started two months prior to report.